Manufacturer narrative:
Device evaluation of monitor (B)(6) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor which caused damage to l1, l2, and d1 on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery packs has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries.

Event description:
A us distributor reported that a battery was unable to charge and a monitor was unable to power on.